Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient suddenly lost access to sound with the device. Accident or trauma is possible. When the patient was seen it was noted that there was a blood clot over the implant site.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Patient suddenly lost access to sound with the device. No incident of accident or trauma was reported, however, when the patient was seen on (B)(6) 2016 it was noted that there was a blood clot over the implant site. The patient was re-implanted. The explanted device's housing was visibly cracked.